Event description:
It was reported that the patient had significant difficulty to insert the magic3 hydrophilic male intermittent catheters with bleeding, and too much friction. Some of the catheters were not lubricating properly, so patient had to withdraw them to avoid hurting and cause bleeding. Upon examination following the problem, some catheters were noticeably larger than the other catheters. Liberator replaced some which were the same and patient had found the most recent order of (B)(6) to be the same. Also, some catheters worked as they always had, but many had to withdraw and try to find another that will work increasing the risk of infection. The home care nurse checked to see if the problem was because of patient's prostrate or strictures but found none that it was the product. Also, patient's urologist thought that perhaps the problem arose somehow from storage before received them. No medical intervention was reported. As per the follow up on (B)(6) 2021, there was a noticeable difference in the diameter of some which they had to withdraw; however, it seems the lubricity has been the big issue, even when they use an additional surgical lubricant, as advised by a home care nurse. The nurse also checked to see if there was a problem with an enlarged prostate or stricture and found none. Also there was significant bleeding, not just a little blood on the catheter, and bleeding with blood clots.

Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. Visual evaluation noted 1 opened magic 3 catheter without packaging was received. Visual inspection noted no obvious defects. Further testing required. Samples were tested. The catheter's outer diameter measured to be 0.1880", which were found to be within specification (0.183" +-0.013")(B)(6)2020.. The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had significant difficulty to insert the magic3 hydrophilic male intermittent catheters with bleeding, and too much friction. Some of the catheters were not lubricating properly, so patient had to withdraw them to avoid hurting and cause bleeding. Upon examination following the problem, some catheters were noticeably larger than the other catheters. Liberator replaced some which were the same and patient had found the most recent order of february 12 to be the same. Also, some catheters worked as they always had, but many had to withdraw and try to find another that will work increasing the risk of infection. The home care nurse checked to see if the problem was because of patient's prostrate or strictures but found none that it was the product. Also, patient's urologist thought that perhaps the problem arose somehow from storage before received them. No medical intervention was reported.

Event description:
It was reported that the patient had significant difficulty to insert the magic3 hydrophilic male intermittent catheters with bleeding, and too much friction. Some of the catheters were not lubricating properly, so patient had to withdraw them to avoid hurting and cause bleeding. Upon examination following the problem, some catheters were noticeably larger than the other catheters. Liberator replaced some which were the same and patient had found the most recent order of february 12 to be the same. Also, some catheters worked as they always had, but many had to withdraw and try to find another that will work increasing the risk of infection. The home care nurse checked to see if the problem was because of patient's prostrate or strictures but found none that it was the product. Also, patient's urologist thought that perhaps the problem arose somehow from storage before received them. No medical intervention was reported. As per the follow up on 16mar2021, there was a noticeable difference in the diameter of some which I had to withdraw; however, it seems the lubricity has been the big issue, even when I use an additional surgical lubricant, as advised by a home care nurse. The nurse also checked to see if there was a problem with an enlarged prostate or stricture and found none. Also there was significant bleeding, not just a little blood on the catheter, and bleeding with blood clots.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.